Event description:
A report was received that the patient's pocket incision site came open. The physician did not believe it was device related and the patient was on IV antibiotics. The patient underwent a pocket revision procedure wherein the physician moved the battery to the abdomen. The patient was doing well following the procedure.